Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she had been experiencing unexplained high blood glucose. It was 415 mg/dl. Customer changed the infusion set in the morning and her blood glucose continues to be high. Troubleshooting was performed on the insulin pump and no anomalies were noted. Customer stated she wanted to check her blood glucose, and stated she would call back since her meter was at her car. Customer called back and stated her blood glucose had lowered about 68 points. High pressure test wasn't performed as the customer declined further troubleshooting. Customer was advised to call back if she needed further assistance. The device is not returning for analysis.